Event description:
It is reported that when the user removed the catheter out of a pt, he found that the cuff was separated away from the catheter. The catheter had been implanted on mid (B)(6) 2012. The user noticed this event because a pt had a fever.

Manufacturer narrative:
According to the complaint incident report contained in this file, "when the user removed the catheter out of the pt, found that the cuff was separated away from the catheter." Gross and microscopic examinations show the heat sleeve/surecuff has separated away from its designated area on the catheter. An impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 2 inches distal to the bifurcation site. Gross and microscopic examinations of the surecuff show a large amount of blood and tissue residue embedded in the dacron material. The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of rewa0093 showed one other similar product complaint(s) from this lot number.